Event description:
The customer reported that sealing was incomplete. A seal tone was heard but tissue was not sealed properly. Another device was opened to complete the case. The operating time was not extended. There was no bleeding. There was no patient harm.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The reported condition was not confirmed. The device was plugged into a force triad generator and tested on simulated tissue with acceptable results. The jaw force was acceptable. Testing was also performed on porcine kidney vessels of varying diameter and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.